Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead was capped and replaced. Patient condition was good post procedure.